Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient's son-in-law stated around midday on (B)(6) 2018, he found the patient laying on the sofa unconscious. He checked the patient's cgm and it was displaying 129 mg/dl and called 911 because he assumed that something else had caused the patient to be unconscious. When the paramedics arrived 12 minutes later, they checked his blood sugar and the bg meter was reading 22 mg/dl. The patient was given glucose as was transported to the hospital. While in the hospital, it was indicated that the cgm was displaying high compared to a bg meter reading of 200 mg/dl. At the time of contact, the patient was under medical observation for adjusting their insulin intake and was not currently use the dexcom system after the event. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.